Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter discovered in a intravia container. The particulate matter was further described plastic looking. The particulate matter was discovered after the container was filled with piperacillin/tazobactam before use on a patient. The customer stated that an 18 gauge needle was used to compound the solution in the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.